Manufacturer narrative:
510k: this report is for three unknown locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient was implanted with a variable angle locking compression plate (va lcp) 2-column wrist plate and va locking screws on (B)(6) 2018. X-rays taken on (B)(6) 2018 revealed that three (3) of the screws were broken. A revision surgery is scheduled on an unknown date for removal of the broken devices. Concomitant device: 2.4mm va lcp dorsal distal radius plate (part unknown, lot unknown, quantity 1). This report is for three (3) unknown locking screws. This is report 1 of 1 for (B)(4).

Event description:
5/28/2019: modified event description: it was reported that patient was implanted with a variable angle locking compression plate (va lcp) and va locking screws on (B)(6) 2018. X-rays taken on (B)(6) 2018 revealed that three (3) of the screws were broken. The surgeon thinks that the screws with a fixed angle are stronger than the screws with a variable angle. Patient consequence was loss of reduction, bad mobility and carpal tunnel syndrome. The screws were removed on an unknown date. It is unknown if there was surgical delay. Procedure and patient outcome are unknown. Concomitant device reported: 2.4mm va lcp dorsal distal radius plate (part # 04.111.620, lot # l345717, quantity 1), unknown screw (part # unknown, lot # unknown, quantity 1), cortscr ø2.7 self-tap l16 tan (part # 402.876, lot # l545343, quantity 1). This complaint involves (1) one devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received 5/21/2019. Investigation summary investigation selection: investigation site: zuchwil. Selected flow: damage . Visual inspection: the received screws were found broken between the screw head and the screw shaft. Furthermore, there are several mechanical damages visible on the surfaces. Dimensional inspection: because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Document/ specification review: the review of the manufacturing documents was not possible due to the missing articles/ lot-numbers. Summary: our investigation has shown that the complaint condition for all received screws is confirmed. Because of the damage, it is not possible to measure the relevant dimension. Multiple factors could have lead to the damage. These factors include, but are not limited to: mechanical overload situation during insertion procedure and /or postoperative activities of the patient. Some of these factors are patient specific factors or they depend on the proper care of the surgeon, and can thus not be investigated nor controlled by depuy synthes. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues can be made. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Complainant part was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The hardware removal procedure is not conducted on (B)(6) 2018. Broken screws are not explanted yet. A new surgery for hardware removal is scheduled in spring of 2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event year reported as 2018; exact date of postoperative screws breakage is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent an unknown procedure on (B)(6) 2018 the surgeon thinks that the screws with a fixed angle are stronger than the screws with a variable angle. A new surgery is scheduled (removal of the material) in spring of 2019. Patient consequence was loss of reduction, bad mobility and carpal tunnel syndrome.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.